Manufacturer narrative:
Product analysis: upon receipt at medtronic¿s quality laboratory, in an explant kit, the device submerged in clear 0.2% glutaraldehyde solution. There was circumferential off-white to tan pannus attached to the outflow frame. All leaflets were in the closed position with free margin gaps between l1 and l2, l3. All leaflets were slightly stiff yet flexible except where host tissue extended from the outflow. There is an approximate 7mm tear leaflet on l1 adjacent to the margin of attachment approaching commissure 2. An adjacent fold on the leaflet appeared a result of the leaflet tear. The leaflet tissue appeared textured and frayed along the tear. Thinning noted at the base of the tear. The manufacturing sutures on the margin of attachment appeared intact. Leaflet damage was noted on the inflow of l2 near the l1 tear. All commissures appeared intact. From the inflow aspect, glistening pannus adhered to the inflow crown tips extending to the luminal surface of the valve up to the inflow margin of attachments of all leaflets. From the outflow aspect, circumferential off-white to tan pannus remained attached to the outflow frame. Multifocal glistening off-white pannus lined the abluminal surface of the valve. Off-white pannus lined the outflow margin of attachments of all leaflets extending to the belly of l2. Unknown amount of pannus may have been removed during explant. A bend on the outflow frame cell c117 was observed. Damage likely occurred during valve explant attributed to tools used during explant, such as forceps. Radiography did not reveal calcification on the valve. Conclusion: the device history record was reviewed and showed that this product met all manufacturing specifications for product released for distribution. No issues were identified that would have impacted this event. Based on the valve analysis, preliminary assessments of the cause(s) of the leaflet damage noted on the returned valve, suggest that a post valve deployment intervention is possibly among the factors leading to the damage of the leaflet. However, without review of echo/cine/angio files for this case, and without knowing if a post-implant balloon aortic valvuloplasty (bav) was conducted during the initial valve implant, as well as the actual inflation pressures of the post-implant bav, an assignable root cause leading to the leaflet tear and subsequent regurgitation/paravalvular leak (pvl) cannot be conclusively determined at this time. It should be noted that there was no finding of valve calcification as noted in the event description. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Manufacturer narrative:
Product analysis: no product was returned. Conclusion: without the return of the product, no definitive conclusion can be made regarding the clinical observation. If information is provided in the future, a supplemental report will be issued.

Event description:
Medtronic received information that approximately two years, six months and twenty-seven days following the implant of this transcatheter bioprosthetic valve, a transthoracic echocardiogram (tte) showed possible moderate to severe central aortic regurgitation or paravalvular leak (pvl). Approximately one month later transesophageal echocardiogram (tee) was performed to determine if the leak was central regurgitation or pvl. The leak was determined to be moderate to severe central aortic regurgitation and aortic valve calcification was identified. Tee was performed approximately six weeks later and showed moderate central regurgitation. Two years, nine months and ten days following the implant of this valve, the valve was surgically removed and a surgical aortic valve was implanted. It was reported that one of the valve leaflets was failing on the transcatheter bioprosthetic valve. A partially torn leaflet was identified. No additional adverse patient effects were reported.